Event description:
A report was made about an altitude alarm issue with the customer's insulin pump, where the pump declared an altitude alarm 21, resulting in the suspension of insulin delivery. The customer's blood glucose levels were within the range of 54-500 mg/dl at the time of the event, indicating there was no adverse impact. Technical support guided the customer through several troubleshooting steps, including cleaning the speaker holes and loading a new cartridge, but the alarm recurred. Ultimately, technical support arranged to replace the pump and cartridge, and the customer was advised to switch to a multiple daily injection regimen as a backup therapy. A follow-up was planned to ensure proper resolution.